Event description:
A patient had the total parenteral nutrition (tpn) running. The nurse went in the room and found the tubing wet. It appears as if there is a crack in the tubing where it connects to the filter. The tpn had been hung at a rate of 50 ml/hr and the leak was found the next day. IV (intra vascular) assessments were done at least every 2 hrs with the last one done in less than 1 1/2 hrs before the event was discovered. There were no issues noted prior to this. The tpn infusion was discontinued. A new one was not needed as the patient receives tpn for 20 hrs per day and infusion would have been completed in a little more than 1 hr.